Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned. It was stated that the physician was unsure of the cause of the catheter migration. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a catheter replacement. It was stated that the patient was not getting much pain relief. It was confirmed that the patient's catheter had migrated from t9 to l1. The catheter was replaced and the discarded catheter was sent to the hospital's pathology per hospital's policy.